Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: image review found 3 primary legs clustered towards the right posterior aspect of the ivc thus confirming the reported uneven distribution of the filter legs. However, the cause of the unevenly distributed legs cannot be determined, but if the ivc was slitlike with a narrowed ap distance compared to the medial lateral distance, this may have resulted in the anterior posteriorly directed legs engaging in the ivc wall upon filter release. Given the right common femoral venous approach during filter deployment procedure, the filter was likely closer to the right lateral wall resulting the anterior/posteriorly directed filter legs to be off centered towards the right side of the ivc lumen. During the manufacturing/qc processes the spring effect of all filters is 100 % controlled, as they are all deployed after advancement through a testing sheath. Under normal conditions, i.e. 15 mm <ivc< 30 mm, the radial force of the filter will ensure proper attachment of the filter legs to ivc. Investigation found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events

Event description:
Description of event according to study: on (B)(6) 2016 (four days pre-procedure), the patient was admitted to the hospital for an unknown reason. On (B)(6) 2016 (one day pre-procedure), the patient had cross sectional imaging that revealed a saddle pulmonary embolism (pe). On (B)(6) 2016 (day of procedure), the pre-placement ultrasound of the pelvic veins and lower extremities was completed. It revealed no thrombus in the pelvic veins or left lower extremity. Thrombus was present in the right lower extremity. Analysis of the pre-placement ultrasound revealed that the pelvic veins were not assessed and no thrombus was present in the left lower extremity. Thrombus was present in the right lower extremity. The primary reason for the filter placement was a current pe with a contraindication to anticoagulation (reason for contraindication queried). The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 25 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3406933) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The pelvic veins were not assessed. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 19.6 mm. There was no evidence of filter migration, extravasation of contrast, or filter legs appearing outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 2.3 degrees. Evidence of filter deformation and an uneven distribution of filter legs was present. On the same day, the post-procedure x-ray revealed no evidence of filter fracture, embolization or migration. The filter tilt was < 6 degrees. Analysis of the post-procedure x-ray revealed no evidence of filter fracture, embolization, or migration. Evidence of filter deformation and an uneven distribution of filter legs was present. The angle of filter tilt in the ap view was 4.9 degrees and in the lat view 4.5 degrees. When the pre-discharge clinical assessment was performed, the patient was taking xarelto. Patient outcome: on (B)(6) 2016 (four days post-procedure), the patient was discharged from the hospital.